Event description:
It was reported that the patient received inappropriate shock due to noise or lead fracture. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reason for return was confirmed. A short circuit was measured between all conductor paths due to abraded lead insulation under the shock coil. Analysis found inside-out abrasion between 38.7cm and 39.2cm from connector pin. The lead insulation was abraded close to the distal end of the rv coil and the metal wires of the pacing coil and sensing cables were exposed at the same area.